Event description:
Revision surgery performed on the right hip for a broken stem. Most probable cause is the stem/pin failure.

Manufacturer narrative:
Mechanical tests were performed on similar devices.